Event description:
01/04- pt. Underwent c-section and delivered normal infant. Pt returned to emergency center 8/04 with complaint of severe abdominal pain. CT scan abd revealed 7.5cm x 4.9cm localized mass in right upper abdominal quadrant. Containing a radiopaque foreign body - pt taken to surgery the next day for exploratory lap and removal of lap-sponge.